Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call display anomaly. Customer advised they had a new battery, they were able to change out the site and they were attempting to fill the cannula. However, the insulin pump turned off and the display was a black screen. Troubleshooting for the black screen was performed. Customer advised the black screen did not disappear. Customer was advised a replacement battery cap will be sent out.